Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited over-sensed noise. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes persistent occurrences if over-sensed noise exhibited by the right ventricular (rv) lead. No interventions were reported. The patient was stable.

Event description:
Additional information received on january 19, 2025 indicates that insulation damage was suspected. However, as the over-sensing was being correctly diagnosed, there are no plans to intervene.